Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
The user site reported that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, there was uncommanded motion of the c-arm of the device. The user site reported that the technologist at the time of the event was doing a study with a patient on a wheelchair and observed uncommanded motion. The user site reported that this was a one-time event with nothing in the error log, and that no other un-commanded motions were reported or observed. No further information is currently available.